Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue failed final verification task after calibration due to procedural error was confirmed. On 4 august 2025, the module was received unboxed and with paperwork. Using asm software to test pressure post-test results failed. Defective pressure sensors are the root cause of the issue. San diego repair center to replace pressure sensors. Defective material from supplier. Device to be returned to san diego repair center for processing. Failure investigation report attached to work order in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had procedural error *failed final verification task after calibration due to procedural error. There was no patient involvement.